Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the staff lacked the necessary authorization for critical override during medication dispensing. A technical support specialist connected to the station, activated the critical override, and subsequently disabled it to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es, the user lacked the necessary permissions to override the dispensing of a non-narcotics medication to a patient. The customer confirmed experiencing a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.